Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found tampered seal label was intact. Scratches and cracks found on lens screen: battery door knob chipped. Functional testing unable to duplicate the intermittent customer reported problem. Device passed all functional testing, unable to replicate the reported issue. No problem found. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: replaced the camflex sensor for preventive measure.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited error code 41622 alarm. No patient injury reported.